Event description:
Pump was reported to have a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer resolved issue independently by cleaning back of pump and reloading cartridge, mentioning it took ten attempts before issue was resolved.